Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Death is a known potential complication that may be associated with use of this product and in patients with heart failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that this patient expired. No further information was provided.

Manufacturer narrative:
Additional information received indicated that the patient expired on (B)(6) 2017 due to multi-organ failure. The medical team reported that the patient's death was not device-related. The pump remains implanted in the patient. Multi-organ failure is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be associated with poor post-operative (implant) outcomes. In many cases patients exhibit symptoms of severe multi organ failure prior to death; it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease, and the patient's related comorbidities. There are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.